Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
Intra-aortic balloon (iab) therapy was provided to the patient during weaning off cpb(cardiopulmonary bypass), after undergoing CABG(coronary artery bypass grafting) surgery as well as aortic valve replacement following a diagnosis of tvd(tricuspid valve disease) with as (aortic stenosis). There was a reported gas leakage alarm from the console and blood was observed in the iab catheter tubing. The iab catheter was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 2.5 cm from the rear seal measuring 0.076 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
Intra-aortic balloon (iab) therapy was provided to the patient during weaning off cpb(cardiopulmonary bypass), after undergoing CABG(coronary artery bypass grafting) surgery as well as aortic valve replacement following a diagnosis of tvd (tricuspid valve disease) with as (aortic stenosis). There was a reported gas leakage alarm from the console and blood was observed in the iab catheter tubing. The iab catheter was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
Intra-aortic balloon (iab) therapy was provided to the patient during weaning off cpb(cardiopulmonary bypass), after undergoing CABG (coronary artery bypass grafting) surgery as well as aortic valve replacement following a diagnosis of tvd(tricuspid valve disease) with as (aortic stenosis). There was a reported gas leakage alarm from the console and blood was observed in the iab catheter tubing. The iab catheter was replaced and therapy continued. There was no reported injury to the patient.